Manufacturer narrative:
Additional FDA product codes include: kra catheter, continuous flush. Dqe catheter, oximeter, fiberoptic. Dqo catheter, intravascular, diagnostic. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. The device history record review was not completed as no lot number was provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported after functioning normally during cardiac surgery this swan ganz catheter provided unstable pulmonary artery pressure readings with large fluctuations after the patient was transferred to the ICU. No further information could be obtained. There was no allegation of patient injury. The device will be available for evaluation.

Manufacturer narrative:
One swan ganz catheter was returned for evaluation. Customer report of unstable pressure readings was unable to be confirmed. A puncture of 1mm was found on the catheter body at 21.5 cm from the catheter tip. Leakage was observed from the puncture when air was injected into the pa distal lumen. No leakage was observed from infusion or injection lumen. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage was found from the balloon and returned syringe. The device history record review was not completed as a lot number was not provided. Per edwards pressure monitoring IFU, a ""poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks."" As part of the manufacturing process, 100% of the units go through a leak and flow test. In addition, 100% of the units go through a balloon inflation and visual inspection. These controls can detect a cut, slit, or punctured catheter body as the integrity of catheters is verified. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. Therefore a root cause could not be established.